Event description:
An electronic report was received from a peritoneal dialysis patient. Both the patient adn the rn involved were contacted for further detail on this event. It was learned that a leak had occured from the tubing set and the patient had been prescribed a prophylactic dose of antibiotics for contamination. The patient received 1 dose of intraperitoneal antibiotic therapy for this event. The patient has remained asymptomatic from this event to date. A sample is available for evaluation. The patient is able to continue peritoneal dialysis with no further report of ill effect related to this event.